Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad traces. No unexpected frozen display noted during testing. The insulin pump was received with normal operating currents. The insulin pump was monitored for several days and no battery out limit alarms occurred during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported that the screen on the insulin pump is frozen and the buttons are not responding. Customer stated that she was wearing the insulin pump during her workout and suspended it to take a shower and the screen got stuck in the main menu. She removed the battery and reinserted it and was getting battery out limit alarms. Customer stated that the keypad was not responding to clear the alarm. Blood glucose value was 69 mg/dl. Nothing further reported.